Event description:
It was reported that the screen on the insulin pump has been intermittently blank but the night of the call it turned off and the customer tried multiple batteries with no response. Customer finally got a battery to work and received a battery out limit alarm. A replacement battery cap was sent. Blood glucose value was 11.0 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.